Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
According to additional information, large railing noise was observed while performing isometrics in all three sensing vectors. Oversensing occurred which resulted in inappropriate shocks. Subsequently, this s-ICD system was explanted and replaced with a new system. No additional adverse patient effects were reported.

Event description:
According to additional information, large railing noise was observed while performing isometrics in all three sensing vectors. Oversensing occurred which resulted in inappropriate shocks. Subsequently, this s-ICD system was explanted and replaced with a new system. No additional adverse patient effects were reported.